Event description:
Subject device was implante during an "acdf" in 1998 due to disc herniation at c5-6 extending towards the right side of the canal and rights c6 nerve root. Device had fractured and in 1999, device was removed. Another device was implanted.

Event description:
The subject device was implanted in 1998 and was reported to have "failed" post-operatively. The device was subsequently removed.